Event description:
User experiencing discrepant sodium results. The following examples were provided, results in mmol/l; initial 121, repeat 134, initial 130, repeat 137; initial 125, repeat 134, initial 127, repeat 139; initial 128, repeat 136; initial 124, repeat 134; initial 121, repeat 134. Initial results were not reported. The field service representative was unable to determine a cause for the discrepancies. Performance check tests were performed and within specification.